Event description:
It was reported that the insulin pump alarmed an error while the user held the act button during the manual prime process. The blood glucose reading was 7.8 mg/dl. The caller was advised that the insulin pump would need to be replaced, since the force sensor did not detect the reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.